Event description:
The home pt (hp) reported pain while using the homechoice cycler for apd therapy. The hp experienced bloating and pain in their back, side and abdominal regions. The hp placed the cycler into a manual drain and removed 309mls of the programmed fill volume of 2000mls, after which pt discontinued apd therapy for the night. The hp was severely constipated and in the morning, began taking prescription laxatives. The hp continued to be constipated for the next 7 days and experienced pain throughout the time. The hp noted that pain was the most intense after pt had received their prescribed peritoneal dialysis fill of 2000mls, during both apd and capd therapy. According to the hp, once their constipation was resolved pt no longer experienced any pain. The hp relates that there were no sequelae as a result of this incident.